Manufacturer narrative:
A final medwatch will be sent at the conclusion of our investigation.

Event description:
The information provided to sjm indicated a 17mm regent valve was implanted on (B)(6) 2013. The valve was explanted on (B)(6) 2013, due to thrombus on the pivot guard impeding the leaflets. The physician commented that the pt's hemodynamics and extensive pannus may have contributed to the observed thrombus. The valve was replaced by another MFR's 19mm valve.